Event description:
Surgeon states leaflets of on-x valve not working properly. The pt had physiologic issues (relative to interference with valve). Rotation was done, still interference with leaflets, resected any possible valve substructure but still interference with leaflets, tried lifting the heart then the leaflets worked. Pt did not survive due to loss of blood and extended bypass time. No autopsy done, thus valve not available for return for investigation. (Event occurred at (B)(6)).

Manufacturer narrative:
The pt's family did not want to have autopsy done, thus no opportunity to get the valve sent back to on-x for full investigation. The surgeon provided intra-operative tee's for our review. We had an independent physician who is expert in echo-cardiography to read and interpret the echos. It was not possible to have firm conclusion. There was, however, evidence of interference with leaflet motion. There will not be a follow-up report.